Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device implant procedure, the physician was unable to implant the atrial lead. The lead dislodged and fell from its position multiple times after active fixation. The lead was not used and replaced. The patient did not experience any adverse consequences.